Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 104) was confirmed. As received, the monitor was displaying a service code 104 and was unable to run incoming testing. Upon investigation, the sd card was broken off inside the monitor, causing the service code and inability of the monitor to run incoming testing. The root cause for the broken sd card could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 104 (sd card fault).